Event description:
A surgeon reported a pt experienced increased intraocular pressure (iop) up to 42mmhg, fluid infiltration in the crystalline and macula and reported optic nerve edema. Her symptoms were reported to be blurred vision and mydriasis. The pt was treated with medications. The lens was noted to be decentered and the pt had surgery to recenter the intraocular lens (iol). Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Additional information was requested.